Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during out of box, the oxygenator was found to be disconnected on one side from the housing. *no patient involvement as this occurred out of box, *procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 11, 2017. Method - actual device evaluated; device from reserve sample evaluated ; visual inspection; manufacturing review; physical structure testing; results - mechanical shock problem; conclusion - human factors issue. The returned sample was visually inspected, it was found that the oxygenator had completely separated from the neck, or supporting arm, on both sides. A retention sample from the same product code and lot number combination was visually inspected and the oxygenator was confirmed to be fully connected to the support arm. There was likely a shock force applied to the product during shipping and handling that caused the oxygenator to detach from the support arm. How or when this force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.